Event description:
It was reported that pump experienced malfunction that did not follow any notable prior event. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if issue happened again.